Event description:
It was reported that the patient presented for a follow up in clinic with inappropriate mode switch episodes due to over-sensed noise. There were no patient consequences. Additional information was requested, but not received.

Event description:
New information received stated that programming changes were made.